Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device was not returned by the hospital.

Event description:
Patient initially implanted with bifurcated stent, suprarenal aortic extension and four limb extensions on (B)(6) 2015. Patient came in emergently with an infection and the physician elected to explant the device. Patient expired 10 days post explant procedure.